Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leak is inconclusive due to poor sample condition. One photo sample of a provena powerpicc was returned for evaluation. An initial visual observation of the photo showed a powerpicc within a sealable bag. There are two yellow circles drawn over the photo. One is drawn near the bifurcation hub on the catheter and the other circle is further below. No damage can be clearly seen due to the poor quality of the photo provided. Based on the description of the reported event and photo sample provided, possible contributing factors include overpressure, damage from cut guidewire/stylet, and sharp instrument damage. The complaint of a leak is inconclusive due to poor sample condition. A lot history review (lhr) of rebu0310 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the PICC leaked at the insertion site when flushed. The PICC was removed and it was stated a slit was noted on the catheter.